Manufacturer narrative:
Zimmer biomet complaint number (B)(4), investigation / results one unknown zimmer biomet screw and swissplus implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the products were not returned. Device history record (DHR) review for the lot (63527918) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the screw as the lot number was unknown. Complaint history review was performed for the reported lot (63527918) and no similar event or complaint was found. However, complaint history review could not be performed for the screw as the item/lot number was unknown. Based on the available information device malfunction and the reported event could not be verified since the products were not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k011245 and k002188.

Event description:
It was reported that the doctor placed an spb10 implant and used the implant mount to create a cement retained restoration. The abutment screw got loose and doctor had to drill the crown to access to the screw.